Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that surgeon broached with a taperloc size 7 broach on the patient's left side. The corresponding size 7 taperloc stem implant did not go down to the level that was broached. The stem was removed, and another stem was used. There were no surgical complications. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6: component code: mechanical (g04) - stem. Visual examination of the returned product identified there was deformation to the porous coating with no other visible damage. Additionally, the overall height was checked and found within conformance to the print. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.